Event description:
During a remote follow-up, it was reported that the patient experienced inappropriate anti-tachycardia pacing (atp) due to the programmed therapy discriminators of the device. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed and resolved the event. The patient is stable with no consequences.